Event description:
Rptr was calling on behalf of user who lives in mexico and does not speak english. Rptr said user stated that she has had the er1 message "3 or 4 times, usually after I get done with my chemo treatment". "That is when I notice the er1 message". I also think my blood glucose goes up after the treatment". No info was available to review technique, but the rptr stated, "I know she is using it correctly because she has had it for at least a year or more".